Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (date not reported, but patient was still in hospital). The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported incident could not be determined. Reportedly, the clip was not flush on the artery, but had strayed into other tissue or possibly a nerve. A mislocated clip could possible have captured the nerve. A mislocated clip can occur due to a number of factors including, but not limited to, manufacturing, inadequate incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment which should be 60-75 degrees and/or retraction of the device during clip deployment. A mislocated clip may have been a contributing factor to this event, but cannot be confirmed. To assure that all products perform according to specifications, they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information reported that the starclose se clip was surgically removed from the right common femoral artery. The clip was not flush on the common femoral artery, but had strayed into other tissue; possibly a nerve. After removal, the patient's pain did not completely go away. Although requested, the patient's discharge date was not available.

Event description:
It was reported that post deployment of the starclose se clip in an unspecified vessel after an interventional procedure, the patient's leg "gives out" and falls. It is thought that the clip may have captured the nerve and causing the reported event. The electromyogram was very suggestive of femoral nerve compression at the groin, with resulting weakness of the leg and atrophy with the leg muscles becoming smaller. The patient is being evaluated by a neurologist and remains hospitalized. There was no reported treatment. Reportedly, the physician is very proficient in the use of the starclose se. Though requested, no additional information has been provided.